Event description:
The hcp reported that the pt was experiencing increasing generalized pain. The hcp was titrating the intrathecal moprphine 20 mg/ml upward from the original daily dose of 7 mg/day to 17 mg/day in order to achieve pain relief. A catheter contrast study was performed and nothing was noted. An MRI was then performed in 3/2006 and showed a possible inflammatory mass. The pt has been prescribed oral medications and a patch. The ptcontinues to have pain.